Manufacturer narrative:
According to the technician's statement, whole device was replaced. There was no on-site visit by our technician. The repair of the device was handled by the third party service and no more information will be provided. It is unknown if the issue was with o2 concentration being too low, too high or both. Alarm o2 concentration (high or low) is activated when measured o2 concentration exceeds the set value by more than 5 vol.% above or below the set concentration value. The alarm is delayed 40 seconds after changing the o2 concentration setting. There is also an absolute minimum alarm limit of 18% o2 which is independent of operating settings. There can be two reasons for this alarm: gas delivery error and measurement error. Gas delivery error is when wrong gas concentration is delivered from the system, but the gas concentration is measured correctly. Measurement error is when correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly. Incorrect o2 concentration delivered to the patient may in some cases indicating that the ventilation have been insufficient due to gas delivery error, which represent a reportable event. Unfortunately, the device's logs and information about repair have not been provided, no further analysis has been possible. As the solution is unknown the cause of the reported event has not been determined.

Event description:
It was claimed that during use device alarmed for incorrect o2 concentration. There was no patient harm. Manufacturer's ref#: (B)(4).